Event description:
The wife of a (B) (6) male pt contacted lifecor customer support to report that she placed the battery pack on the battery charger this morning, and the red "battery pack fault" led illuminated. The pt downloaded and the download revealed several "battery charger fault" flags. Support sent a pt services rep (psr) to the pt to replace the battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B) (4) has been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified, but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. No adverse event resulted from the damaged battery charger. The distributor received a replacement battery charger.